Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion sensor test(.23.74 ,25.47) was reproduced as a false downstream occlusion error. A review of the event history log multiple events of "downstream occlusion!" However testing failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was verified. The cause of the condition was determined to be force sensor and downstream tubing guide faulty. The force sensor and downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion sensor test (.23.74 ,25.47). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.